Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 1 of 2 of the same event. It was reported that the bearings came out of two reciprocating micro saw devices. It was not reported if the device was used in surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device. A visual and functional assessment was performed on the device which found that it passed all operational specification, no problem found. Therefore, the reported condition was not confirmed and assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.